Event description:
Philips received a complaint from customer reporting the touch screen on a v60 ventilator was not configured. The device was in clinical use. There was no report of harm to patient or user. A philips remote service engineer (rse) evaluated the issue remotely with the customer and advised a touch screen calibration. If calibration failed, a replacement may be necessary, for which the correct part number was provided. The investigation is ongoing.

Manufacturer narrative:
A philips authorized service provider (asp) evaluated the device and determined touch screen replacement was necessary. The asp replaced the touch screen for resolution. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. H11 updated contact information, contact office entity, and manufacturing site. This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00354. All information from the original report(s) has been transferred to this report.

Manufacturer narrative:
The removed touchscreen was returned to the product investigation lab (pil) for analysis. The pil technician installed the touchscreen into a pil v60 standard test bed (stb) for testing. Visual inspection of the touch screen revealed no evidence of damage or contamination. The pil technician reported the touch screen failed diagnostics testing. The resistance measurements were out of specification and the cause for the touchscreen malfunction. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened